Event description:
It was reported a laparoscopic bilateral hernia repair surgeon had not used the ems stapler for a long time and was not allowing the yellow driver to rise up and was not perpendicular to the tissue. The stapler jammed. A new ems was opened to complete the case.